Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) remotely inspected the system and identified confirmed that the device had a start up problem. A philips field service engineer (fse) visited the site and replaced the host pc. The host pc was returned for analysis, and although the cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis, the replacement of host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint.